Event description:
Healthcare professional reported "rupture". This record is for the right side. The device has been explanted.

Manufacturer narrative:
Device evaluation based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed broken device assessed as surgical damage, broken device assessed as fold flaw opening and a missing piece of shell assessed as inconclusive. As per the investigation procedure, creases, stress marks and wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d.9., h.3., h.6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture". This record is for the right side. The device has been explanted.